Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 1200 mg/dl. The customer was also vomiting prior to the event. It was also stated that the customer was getting no delivery alarms prior to and after the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.